Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -07.00 diopter, implantable collamer lens into the patient's right eye (od) in (B)(6) 2021. Refractive change overtime and low vault were observed(assessed on (B)(6) 2022) . Lens was exchange with a different power lens on (B)(6) 2023. Problem resolved. Cause of the event is reported as unknown.